Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "lint/fibers present in the pack" (foreign material present in device). The customer reported lint-fibers present on some components with-in the pack. No pt injury was reported. Add'l follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).